Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) exhibited loss of capture. The rv lead perforated. A surgical intervention was performed in order to resolve the issue. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.